Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 85 90-1, lot# n407169, implanted: (B)(6) 2014, product type: accessory; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had a catheter replacement in (B)(6) 2014.

Event description:
Additional information reported the catheter issue was a dislodged/migration of the distal catheter. The issue was identified with a dye study. Surgery was scheduled and the patient was not recovered and their symptoms were ongoing.

Event description:
Additional information later reported the patient had a catheter revision done on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient has had multiple adjustments since implant and they increased about 25% and the patient was in worse pain than they were prior to implant. It was noted the patient had lost their job because they were taking too much time off and they did not feel better, which they thought they would after implant. After they had the pump implanted, they found the patient had stenosis which may be the reason it was taking longer to feel better. The patient sometimes felt like their stomach was swelling and was painful sometimes when they bumped it. The healthcare professional (hcp) told the patient the swelling was normal and the site would "settle" and the swelling would go down. The patient was on oral medication to help with the pain. The pump was used to deliver morphine (compounded) and baclofen (unknown). It was further reported the patient had a change in therapy effect and had acute pain. It was noted the catheter was in the epidural space. The patient was having a lot of pain, including pain in their joints. About 3 months after the implant, they performed a dye study and "realized" the catheter was in the wrong space. The patient was scheduled for a replacement and had been placed on oral medication but it was not working.

Manufacturer narrative:
(B)(4).